Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 151 mg/dl. The customer was asked if recalls any significant events leading to alarm and said no. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer insulin pump will need to be replaced. The customer was advised to monitor her blood glucose.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.